Event description:
Pt had a bone infection (cause unk) requiring a revision surgery. During the removal of the implants, the surgeon broke the tips on both cannulated screw inserters attempting to remove the screws from the plate. The surgeon then used a universal driver set to remove the screws and finish the surgery.

Manufacturer narrative:
After a review of the device history file, the inserters met all inspection criteria before being placed into inventory. A removal surgery can place additional stresses on the instruments due to bone growth around the screws, as well as needing to loosen the taper lock between the screw & plate in order to back out the screws.